Event description:
New information received that only the right ventricle (rv) lead exhibited high pacing impedance. However, both atrial and rv leads exhibited noise over sensing which had resulted in pacing inhibition.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up, the right ventricle (rv) and atrial leads exhibited high pacing impedance and noise. The rv and atrial leads were subsequently explanted, and two new leads were successfully implanted at their respective positions. The patient was recovering post procedure.